Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the chipped bending section cover adhesive: degradation. However, a definitive root cause could not be identified for the finding of the residual liquid or foreign material that came out of the channel tube and the sticky universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a suspected internal leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chipped adhesive at the bending section cover, residual liquid or foreign material that came out of the channcel tube, and a sticky universal cord were found to be most likely due to degradation. There was no patient involvement.